Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have inappropriately delivered three bursts of anti-tachycardia pacing (atp) and one 41j shock due to atrial fibrillation (af) with rapid ventricular response (rvr). This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.